Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. The patient reported that they have been experiencing pocket pain since the device's implant. It was stated that the device was not secure in the pocket and moved around. Technical services (ts) stated that the shock impedance was gradually rising but has been stabilized. Ts stated that it was possible the device moving could have caused changes in the shock impedance values. The patient was sent for a chest x-ray. The physician discussed having a pocket revision, but it has not been scheduled. Ultimately, it was decided to continue to monitor the patient. The device remains in use. No adverse patient effects were reported.